Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log file submitted by the account confirmed driveline faults, low speed events, and multiple pump stops. Based on experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these findings that occurred while the patient was supported by external batteries, the power module, and the mobile power unit could be indicative of driveline damage. The submitted log file, which contained data from (B)(6) 2021, captured driveline fault alarms accompanied by yellow wrench advisories on (B)(6) 2021. The file also captured multiple low speed events on (B)(6) 2021, as well as multiple pump stop events on (B)(6) 2021. These events were accompanied by hazard alarms for low speed and low flow, and occurred on external batteries, the power module, and the mobile power unit. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for percutaneous lead serial number (B)(6)were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Section 7 "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them, including the driveline disconnected alarm as well as low speed, low flow, and pump stop alarms. The heartmate ii lvas patient handbook is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's known short to shield and (B)(6) 2020 driveline splice were reported under related manufacturer report numbers 2916596-2020-03396 and 2916596-2021-03329. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted due to a driveline fault that progressed to low speeds, low flows and pump stops. The patient was reported to be on ungrounded cable with known short to shield and a driveline splice in (B)(6) 2020. A log file analysis captured multiple speed drops and pump stops that occurred while attached to batteries and the power module. This type of behavior had been linked to potential issues with the percutaneous lead having a phase to phase short.